Manufacturer narrative:
Only the device was returned. The plunger is oriented correctly. The plunger has been fully advanced. No damage or abnormalities are observed to the device. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A non-qualified viscoelastic was used in the device. Information in the file indicated the lens shot out of the injector while being inserted into the patients eye. Surgery was completed with this lens. The lens remains implanted. The lens was not returned. No damage was observed to the device. The root cause of the complaint may be related to a failure to follow the dfu. The viscoelastic used is not qualified for this device. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens shot into the eye. The lens was left implanted with no harm to the patient. Additional information was requested.